Event description:
It was reported by service report that the footboard was broken on right side. It is unk if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
Footboard.